Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿

Event description:
It was reported that patient enrolled in a clinical study and underwent a right total knee arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2011 due to infection and the knee components were removed and replaced with cement spacers. The cement spacers were removed on (B)(6) 2012 and a biomet total knee system was implanted. A subsequent revision procedure took place on (B)(6) 2013 due to recurrent infection where an irrigation and debridement was performed and the tibial bearing was removed and replaced.